Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Electrode 4 was noted to be detached. The catheter shaft displayed swage marks where electrode 4 was. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the detached electrode failure.

Event description:
During the atrial fibrillation procedure, an electrode detached, requiring intervention to remove from the patient. The septal puncture was performed, a non-abbott introducer kit (synaptic medical's naviease) was inserted into the left atrium, and the catheter was inserted using the catheter guide. When trying to remove the catheter, there was some resistance. The catheter was removed from the patient and it was noted that electrode 4 was missing. Fluoroscopy was done which showed an object resembling the ring electrode in the left atrium. The ring electrode was retrieved using biopsy forceps. The catheter and the sheath were replaced and the procedure was completed with no adverse consequences to the patient. The tip of the removed sheath appeared to be cracked and bent inward. Currently, the patient remains hospitalized without any health problems.